Event description:
It was reported that during engineering evaluation, it was observed that the motor device was had no rotation. This event was not related to surgery. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.